Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was delaying in booting. After reviewed the log file fse confirmed that there is a malfunction of ip-pc. The fse replaced the ipc. After replaced the ipc the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that user would experience a booting delay. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.